Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a polarity switch for an unknown reason. The lead polarity was reprogrammed, and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.